Manufacturer narrative:
The pod arrived fully deployed. No damage or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod generated an 0x6a occlusion alarm indicating occlusion during runtime (threshold exceeded, not at end of bolus). The shelf mode current (smc) was measured to be within specification. Review of the patient history buffer (phb) data indicated that the pod and continuous glucose monitor (cgm) communication and adapted in insulin delivery as intended. The cause of the generated 0x6a occlusion alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 15.8 mmol/l (284.4 mg/dl) between 25 and 36 hours of wearing the pod. The patient¿s father contacted the mother who was a diabetes nurse. The patient¿s symptoms included high ketones, high bg, fainting, and vomiting. The mother recommended removing the pod and sensor and administering 4 units of insulin in the first hour. After the first dose, the father gave another 4 units of insulin and after 2 hours another 4 units were administered. Only after the last dose, the levels began to decrease to around 9.3 mmol/l to 10 mmol/l. The patient¿s mother recommended fluids and stated the patient uses novo-rapid insulin. The mother stated the sensor provided incorrect readings and then stopped sending readings to the controller. The mother reported the patient¿s diagnosis was diabetic ketoacidosis. The pod was changed around 6:55 pm and the patient¿s bg levels became normal around midnight.